Event description:
It was reported that a spectrum pump displayed system error 105. It was also reported there was no pt involvement.

Manufacturer narrative:
MFR ref no (B)(4). The device was returned to baxter and an eval was performed. The eval confirmed but did not reproduce the system error 105. The device was out of specification in relation to the reported symptom. The reported symptom was observed during power up and caused by severed motor mount screws. The motor assembly was replaced.